Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the post surgery x-ray showed a loosened mountaineer set screw patient consequence? :yes. Patient consequence description: revision surgery. Action taken for procedure:revision surgery on (B)(6) 2018. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). Visual examination of the inner screw revealed signs of operative use as evidence by significant wear and damage to the inner screw. It was noted that the rod striations were observed on the inner screw. The initial threads on the inner screw had become torn off. A review of the device history record could not be conducted as the lot number is illegible. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the inner screw threads becoming torn off cannot be positively determined. However, the noted damage suggests that inadvertently cross threading of the inner screw occurred upon insertion into the tulip head. It should be noted that the tightening the inner screw when it is cross threaded places force on the inner screw and the tulip head¿s threads that can result in them being torn off. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.